Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our rep is reporting that during an arthroscopic procedure, a portion of the cannula broke away into the patient's joint space. Before use, the surgeon/staff noticed that the "center portion", possibly the dam, appeared damaged; "melted." Despite this noticed out of box damage, for whatever reason, they chose to use the device. With difficulty, they forced the obturator into the cannula, which resulted in a fragment of the device breaking away. The fragment was easily retrieved and the procedure was concluded successfully without further issue or harm to the patient. Complaint device discarded at user facility.